Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 59x87 mm abdominal aortic aneurysm. The aortic neck was 18 mm in diameter and 23 mm in length. Calcification was observed in both common iliac arteries. It was reported that a type ia endoleak was observed after the bifurcated stent graft was implanted. A 25/25/49 endurant cuff was added. The type ia endoleak decreased but still slightly remained. Another cuff was not implanted as the first cuff was placed just below the renal artery. The physician will monitor the patient. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: per the physician the cause of the endoleak was due to angulation of the neck. The patient status is still unknown and the follow-up appointment date has not been set yet.

Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with an aortic neck that is less than 19 mm in diameter).